Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: g3; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported that the doctor was screwing in the proximal body trial onto distal stem implant with the torque limiting handle when the 3.5 screwdriver broke. The tip of screwdriver snapped off and no other driver worked to unscrew the proximal body trial. The case was completed by using a new proximal body trial and using a different kind of 3.5 hex driver. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 0051040000 lot# 21020 exodus hip stem removal blades. Cat# 00223200418 lot# 65566050 cable cerclage cable with crimp 1.8 mm dia. 635 mm length. Cat# 211201405 lot# 815330 4.3mml distal graduated drill. Cat# 00223200418 lot# 65374456 cable cerclage cable with crimp 1.8 mm dia. 635 mm length. Cat# 00223200228 lot# 65361341 cerclage cable with crimp 1.8 mm diameter cable 36 inch (910 mm) length. Cat# 00223200418 lot# 65584310 cable cerclage cable with crimp 1.8 mm dia. 635 mm length. Cat# 00223200418 lot# 65828620 cable cerclage cable with crimp 1.8 mm dia. 635 mm length. Cat# 11-300815 lot# 934110 arcos 15x150mm spl tpr dist. Cat# 11-300816 lot# 65915751 arcos 16x150mm spl tpr dist. Cat# 11-301310 lot# 65858663 arcos con sz a hi 50mm. Cat# 650-1055 lot# 3123198 cer bioloxd option hd 28mm. Cat# 650-1064 lot# 3128065 cer option type 1 tpr sleve -6. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.